Event description:
A report was received that alleged a pt received 1st degree burns during the procedure with the warning system in use. It was noted after the procedure that the pt's skin was reddened. An ice pack was placed on the reddened area which resolved without intervention.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device eval. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the eval.